Event description:
Harmonic scalpel was removed from the trocar and the tip broke off on the mayo stand. The piece was recovered and nothing was retained in the patient, since the tip broke after it was removed.